Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Day 3 of basic evaluation. The trial patient reported that they had abdominal and back pain, a swollen stomach, and higher frequency. The patient believed they might have developed a bladder infection. Further information received indicated that the patient had itching at the incision site. They were waiting on the healthcare provider to call back to see what they needed to do.